Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6) 2023. The patient was discharged home the same day. The patient was admitted to the hospital on (B)(6) 2023 with a left sided cerebral vascular accident (cva). The patient was placed on palliative care and subsequently passed away on (B)(6) 2023. The physician noted that there was no implication that this event was directly related to watchman procedure. The official cause of death was listed as subacute right occipital cva with hemorrhagic conversion.